Event description:
The customer alleged that when processed in the unit, the plastic on the scope melted. The customer stated that in some areas there were holes in the plastic. The scope was compatible with the sterrad unit. The customer stated that no pts were involved in the event. An asp field service engineer (fse) went to the facility to assess the unit.

Manufacturer narrative:
Damaged device- capital equipment, evaluated at customer site. The fse reported the following: performed system verification and ran an empty chamber test cycle. The system met specifications. Reference mdrs: 2084725-2009-00078, 2084725-2009-00075, 2084725-2009-00074, 2084725-2009-00077.